Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the dark blue wire of the forceps elevator was completely cut. Upon further observation, a gap was observed between the adhesive part of the plastic cover and the tip body. Additionally, it was observed that foreign matter was clogging the nozzle due to insufficient cleaning of the scope. Due to this finding, the amount of water supply was insufficient. It was observed that the bending angle was insufficient due to the elongation of the angle wire. It was also observed that the play of the angle knob was out of the normal state due to the elongation of the angle wire. It was observed that the curved rubber bond was cracked due to external factors. It was also observed that the adhesive part of the lighting lens had come off due to handling. It was observed that the cover of the operation parts surface was floating. Water coverage was observed on the electrical connector. Also, paint peeling was observed on the suction cylinder. Lastly, scratches were observed on the following unit components due to external factors: tip body, insertion tube, tip cover, the operation part, on the operation unit cover, the up and down knob, up-down angle fixing, right and left knob, the grip, universal cord, the scope connector side of the universal cord, the scope connector, right and left angle fixing knob and on the switch box. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope had a broken forceps elevator wire. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a gap between the adhesive part of the plastic cover and the tip body. Foreign material was also observed in the nozzle. These findings are both reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Event description:
The customer confirmed the device was inspected before use. The reported complaint (broken forceps elevator wire) occurred during a therapeutic endoscopic retrograde cholangiopancreatography. There was a slight delay while the scope was replaced and the procedure was completed with a similar device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A correction to information inadvertently left out of initial: the customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know what the foreign material was. There was no delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the gap of glue between the plastic cover and insertion unit body was likely caused by stress of repeated use, external factors, or handling. The instruction manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, 3.3 preparation and inspection of accessories, and 3.4 attaching accessories to the endoscope¿ describes the following warnings: - "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities." - "confirm that the metal insert of the distal cover is intact (see figure 3.10)." - "confirm that the distal cover¿s cap has not peeled off of the metal insert." - "confirm that there are no gaps between the distal end of the endoscope and the distal cover at the two positions indicated by the arrows in figure 3.19. 8." - "confirm that the bottom end of the distal cover does not spread as shown by the arrows in figure 3.22, and that the white ring of the distal end is not covered by the distal cover as shown in figure 3.22. Stroke the distal cover with your fingers and pay attention that the distal cover is not put over the distal end as shown in figure 3.23. Otherwise, the distal cover may be damaged. When continuing the examination with the condition like mentioning above is confirmed, the distal cover may slip off the distal end during the examination. Replace the distal cover with a new one." Based on the results of the investigation, the cause of the foreign material found inside the nozzle cannot be identified. The instruction manual ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warnings: - "inspect the air/water nozzle at the distal end of the endoscope's insertion tube for abnormal swelling, bulges, dents or other irregularities." - "keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.